Event description:
Customer reports via phone during a cardiac cath procedure (pt, procedural and injection info not known by the customer) the merit medical (B) (4) tubing detached from the tip of the syringe and sprayed fluids on the physician and pt. No reported injury to staff or the pt. Procedure was completed without further incident.

Manufacturer narrative:
Root cause identified: no, defect could not be duplicated on the sample received. Conclusions: device history record for final product was reviewed, and there were no non conformance reports during the mfg of this lot number. During functional evaluation of the sample, no problems were detected with the luer lock. During mfg, a pressure test of (B) (4) psi is applied, which is greater than the pressure used by the customer of (B) (4) psi. Corrective actions: no corrective actions will be applied.